Event description:
The complainant reported that a patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller experienced a controller failure red alarm that required changing the controller. No patient harm was reported due to the issue.

Manufacturer narrative:
A.5 is unknown. The investigation has been completed. The automated impella controller (aic) logs showed that the console boot-up was unsuccessful due to communication issues. Despite the system automatically rebooting, the communication issue was persistent. The console was tested and the aic controller graphical user interface was stuck in the bootup page upon starting with the continuous alarm from the defective impellatronic board. The root cause of system self check failure was due to an impellatronic board malfunction. This report is being filed as part of a retrospective review of historical records.